Event description:
On (B) (6) 7/2010, the pt reported that over the past 3 months, his insulin infusion device adapter is worn and frequently will not remain securely attached to his device. He said this has resulted in his receiving less insulin and experiencing elevated blood glucose readings. He stated he corrects the issue by reattaching the cartridge and adapter and delivering a corrective bolus of insulin. He said he has used the same adapter for over 10 months. He changes his insulin cartridge every 3-5 days. He was advised to change the adapter every 10th cartridge change. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device adapter was requested to be returned for eval.